Event description:
A report of infection at the pocket and midline incision site was rec'd. The decision was made to explant the pt's precision system. The pt was administered antibiotics. The culture results for the infection came back as staph a. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be evaluated, as they were discarded by the medical facility.